Event description:
An attempt was made to deploy a 2.5mm diameter x 30mm length endeavor rx drug-eluting coronary stent into a pt. The target lesion, located in the lcx #13 was described as moderately tortuous, moderately calcified with 90% stenosis and was pre-dilated. Prior to this, another endeavor rx was deployed at lcx #11 with no issue reported. However, it was reported that during advancement, the relevant device caught on the previously deployed endeavor stent. When the physician withdrew the relevant device he noticed that the struts were damaged. The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Stent deformed in vivo during stent. Eval, results: previously deployed stent. Failure to deliver the stent and damage to the stent. Eval codes, conclusion: previously deployed stent. Eval summary: medtronic has received the device and its analysis has been completed. The stent was positioned on the balloon as per specifications. The first four proximal stent segments were raised, deformed and pulled distally. Slight twisting of some of the remaining stent segments was noted.